Manufacturer narrative:
The system was examined and the reported event was not replicated. The core module was replaced to address the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 21, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming core module. However, how or when the part became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported the laser would not start before a procedure. The case was performed and completed using an alternate laser. There was no harm to the patient.

Manufacturer narrative:
Core module was received for evaluation. The returned core module was installed into a calibrated system. There was no system message during or after the boot-up sequence. The reported event could not be replicated. The returned sample was found to meet specifications. Based on the information obtained and sample testing, the root cause of the reported event cannot be determined conclusively. (B)(4).